Manufacturer narrative:
System logs were reviewed and no issues were observed; the reported issue could not be confirmed.

Event description:
The customer reported that on (B)(6) 2011 the benevision central station did not produce and audible alarm. No patient injury was reported.